Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor was resetting. The cause for the resets was unable to be positively determined. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the resetting monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.